Manufacturer narrative:
Submit date: 8/24/2017.

Event description:
The customer states that there was an issue with the enteral feeding pump. The customer states that the pump will not alarm. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the pump was not alarming. The unit was triaged and the reported issue was not confirmed; the unit was powered and device passed post with three audible tones present and screen was legible. The unit was set to feed. The unit gave the feed complete indication without alarm. Then the occlusion test was performed, and the unit presented with the expected feed error again without sound. Unit setting was checked and found that the buzzer was set to low/ zero level. That was the reason why unit was not giving any alarm. The buzzer level was set to max/level 5 and both of the above test was performed again, unit passed both with sound. The device was tested, software updated and passed the recertification. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.